Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulties were unable to be confirmed as the stent was already fully deployed. Additionally, it was noted that there were chatter marks throughout the entire length of the distal sheath.a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation was unable to determine a definitive cause for the reported difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely and causing resistance with the thumbwheel. The chatter marks noted throughout the entire length of the distal sheath of the returned unit are consistent with the sheath being bent over a tight radius, further suggesting that anatomical conditions may have contributed to the difficulties encountered; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous common femoral artery (cfa). A 6x60mm absolute pro vascular self-expanding stent (sess) system was positioned in the lesion and unlocked; however, during deployment it was noted that the thumb wheel was difficult to turn. Despite the resistance, the physician used force to turn the thumb wheel and the stent was successfully deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.